Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with laparoscopic assisted vaginal hysterectomy/left salpingo-oophorectomy, cystoscopy, and lysis of adhesions in order to treat stress urinary incontinence and chronic pelvic pain. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, organ perforation and dyspareunia. It was reported that the patient experienced pelvic pain and underwent laparoscopy and enterolysis of adhesions on (B)(6) 2007. No additional information was provided. (B)(4).